Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited scope communication errors (e231 and e238). The issue was found at an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation.   New information added on fields: d8, h3, h4 and h6. Correction on field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the videoscope failed during scope communication possibly due to a communication abnormality. Olympus will continue to monitor field performance for this device.